Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the ilet, with glucose values ranging from 56 mg/dl to 297 mg/dl, despite completing a reset recommended by a healthcare professional and receiving education on treating lows and entering meal announcements; the user reported not spacing meal announcements at least four hours apart and found this unrealistic, and stated he was not attempting to manipulate the system. Symptoms included low and high blood glucose. Outcomes included troubleshooting and education on device use and treatment of low glucose with oral glucose. Investigation included review of device use and user education. Investigation of this case revealed no device malfunction identified and suggested that user behavior regarding meal announcement spacing could contribute to the observed glycemic variability, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.